Event description:
50 y/o male 3 days post-op aortic valve replacement. Pt developed cardiogenic shock. Resuscitation attempted but unsuccessful. Pt expired. Autopsy: rt hemothorax, rt hemopericardium a. Status 3 days post aortic valve replacement for aortic stenosis b. Probable broken suture at aortotomy incision site.